Event description:
Says that one may need up to 3 tests but includes only 2. Fails to warn that if there is blood on q-tip, result may be invalid. Fails to suggest to clear/blow nose prior to test, to enhance validity. Some components of kit are too hard to open, thus one may cause accidental contamination. Cvs. Ref report: mw5150525.